Event description:
On (B)(6) 2010, this pt was implanted with two gore tag thoracic endoprostheses to treat a leak from a previous hemashield (pre-covered stenting) used to repair an aortic coarctation. The same day the physician reportedly performed a planned common carotid to subclavian bypass and ligation of the proximal left subclavian artery. This resolved the leak and the pt tolerated the procedure. It was reported on (B)(6) /2011, the pt became septic; the physician reintervened and "cleaned out" the entire area of the descending thoracic aorta, and explanted the gore tag devices and the hemashield and then performed a surgical conversion. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specifications. Additional devices implanted and/or relate to this event: (B)(4).